Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. An image was not present during testing with 180 series scopes due to a faulty patient board set. Additionally, the subject device was still equipped with the old version main switch, and it was stuck in the ¿off¿ position. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not providing an image with 180 series scopes. According to the initial reporter, this occurred during procedure preparation. Reportedly, the intended procedure was completed with a positive patient outcome, though the specifics were not provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred from a failure of the operational amplifier on the patient board set. Since the product was manufactured prior to a design change of the power switch, it is presumed that the power switch was damaged due to the operating force and frequency exceeding expectations. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.